Event description:
It was reported that during case the drill broke. All pieces accounted for. No delay reported. No injury reported. A smith and nephew back up was available.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for the device.